Event description:
It was reported that during a system installation, the field engineer powered up the dimensions and when he angled the c-arm it continued to rotate by itself. No injury reported. The field engineer found a screw was loose inside the gantry. The screw was replaced and the c-arm angle potentiometer, which was damaged during the rotation, was replaced. Once this was completed the system was working as intended.